Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 50% stenosed, de novo target lesion with a bend of <=45 degrees was located in a left anterior descending artery. After pre-dilatation was performed resulting to 40% residual stenosis, a 38 x 3.50 promus premier stent was advanced to treat the lesion. However, during manipulation of the device to introduce the stent through the lesion, the stent delivery system was fractured. The device was removed and the procedure was completed with a 3.5 x 43 non-bsc stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 50% stenosed, de novo target lesion with a bend of <=45 degrees was located in a left anterior descending artery. After pre-dilatation was performed resulting to 40% residual stenosis, a 38 x 3.50 promus premier stent was advanced to treat the lesion. However, during manipulation of the device to introduce the stent through the lesion, the stent delivery system was fractured. The device was removed and the procedure was completed with a 3.5 x 43 non-bsc stent. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found a hypotube break 230mm distal to the distal end of the strain relief measured using a ruler. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.